Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son had experienced high blood glucose and the insulin pump received keypad anomaly. The customer¿s blood glucose level was 500 mg/dl and 470 mg/dl. The customer was treated with bolus from the insulin pump. The customer reported that the act button was hard to press and was not working properly. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No delivery anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.